Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Event description:
A healthcare professional reported that aspiration was working, but vacuum was not building during both phacoemulsification (phaco) and irrigation/aspiration (ia) mode of cataract surgery with intraocular lens implant (iol). The procedure was completed after settings adjusted by sales representative. There was no patient impact. This report pertains to the fifth patient out of seven involved in the incident.

Manufacturer narrative:
Additional information provided in h.6. And h.11. Product evaluation was not able to be performed since the reported product was not received at the investigation site for evaluation. The reported product¿s lot number was not reported, preventing lot number specific reviews for similar complaints or non-conformances. However, before production release, each product history record is reviewed to ensure that all associated products meet the required specifications and release criteria. The root cause of the customer's complaint could not be established as a product has not been received, and the condition of the product could not be verified. As the root cause and its origin are inconclusive, further investigative or manufacturing actions are not warranted at this time. Receipt of additional relevant information or supporting materials will prompt a re-evaluation of the complaint investigation. No further investigative or manufacturing actions are warranted at this time due to the product not being returned to the manufacturing site for testing. Complaint data for all products is reviewed monthly to monitor for adverse trends. During the last review, no adverse trends were observed for the reported product and event combination. Quality assurance has reviewed this complaint and will continue to monitor data for evidence of adverse trending and take further action, as appropriate. No further action warranted at this time. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.